Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 40. The customers blood glucose level was 52 mg/dl due to customer overcorrecting with manual bolus via pump. Customer addressed low bg by consuming a banana and juice. Reportedly, the pump was reset, and the customer continued to use pump for insulin therapy.